Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was not unlocked. A field service engineer (fse) found that the door had sagged over time, causing misalignment with the lock. Adjusted the hasp to ensure proper alignment and smooth closure. Performed multiple open and close cycles and ran hardware test application to verify functionality. The customer also tested several times in the application and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager unlocked and immediately relocked and failed, preventing the refrigerator door from opening, and recovery attempts were unsuccessful, requiring a device reboot to restore functionality. However, there were no delays or adverse events or injuries reported based on this event.